Event description:
The customer requests assistance with programming the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was reminded to review insulin pump settings on previous insulin pump prior to programing the replacement. The customer was advised to follow up with healthcare provider if current settings need to be changed. The customer was assisted with programing, basal rates and bolus wizard. The customer was successful in reviewing insulin pump settings and finding all the information correct that was inputted by his nurse.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.